Event description:
The customer reported the ventilator alarmed due to a 24/+-12v power fail and vent inop occurence. The customer reported the unit was not in use therefore there was no patient involvement or harm. A +-24/12 volt power fail occurrence during use in normal ventilation mode may result in a shutdown or restart of the ventilator, and an audible power fail alarm will activate. The manufacturer's field service engineer was unable to duplicate the reported problem. Review of the device diagnostic history indicated there was a 24/+-12v power fail during operation followed by a subsequent vent inop occurrence during power on as reported. The service engineer completed performance verification testing and reported testing passed.